Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) was no longer receiving effective paresthesia coverage and eventually lost stimulation. Diagnostic testing identified high impedances on some electrodes and low impedances on others. X-ray imagery was inconclusive. The physician elected to proceed with surgical intervention on (B)(6) 2014 to further interrogate the scs system. Intraoperative testing with an external generator determined the issue was with the ipg. The physician then reconnected the lead extension to the ipg and suspended the surgery. On (B)(6) 2014, the physician explanted and replaced the ipg which resolved the reported issue. It was noted that effective stimulation was restored following the procedure.